Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl, 60 mg/dl, 70 mg/dl, 85 mg/dl and 150 mg/dl. The customer drank juice to treated low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer also reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. The customer reported that the customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.